Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with accuchek inform ii meter serial number (B)(4). The customer was also concerned with meter battery charging issues. At 7:23, a fingerstick sample from the patient was tested, resulting with a glucose value of 567 mg/l. At 7:32, a second fingerstick sample from the patient was tested on the same meter, resulting as 147 mg/dl. At 7:35, a third fingerstick sample from the patient was tested on a second accuchek inform ii meter, resulting as 182 mg/dl. The same vial of test strips was used for all testing. No adverse events were alleged to have occurred with the patient. Controls were tested on both meters and these passed. Linearity studies were performed on the affected meter and these were fine. Later on the same morning, the patient had a glucose result of 247 mg/dl. Later the same afternoon, the patient had a glucose result of 513 mg/dl. The patient did not have any blood flow issues. The customer's product was requested for investigation and replacement product was sent to the customer. The meter was replaced to address the battery/charging issue. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter and test strips were returned for investigation and were tested with retention controls and a retention battery. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 43 mg/dl, 43 mg/dl, level 2: 299 mg/dl, 296 mg/dl, 310 mg/dl. All returned results were within acceptable ranges. No information was provided that would point to a cause for the result discrepancy.